Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associate lead displayed noise and oversensing which led to greater than two seconds of asystole for the patient. The patient was seen for a revision procedure where the lead was surgically abandoned and device explanted. The device is expected to be returned for analysis. There were no adverse patient effects.